Event description:
It was reported that, "pt fell down some stairs approx 18 months ago. The fall caused a rupture of the patellar tendon at that time. More recently that pt complained of a clicking in his knee. Radiographs revealed a loose patella. Surgery was performed to replace the loose patella. The in vivo patella was found to have had all three pegs sheared off. This is most likely due to the previous fall. An new a40 patella was cemented into place."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.